Event description:
The customer called due to being unable to remove the battery cap on the insulin pump. The customer then stated that she was calling from the hospital. The customer stated that she was hospitalized due to high blood glucose levels, with a reading of 314 mg/dl. The customer stated that she had an ear infection that caused her blood glucose levels to elevate. Troubleshooting was performed, but the battery cap could not be removed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a stripped battery cap coin slot.